Manufacturer narrative:
Date of event: the specific date of the event was not provided. Other (code unspecified): device identifier was not provided. Based on information provided, it cannot be determined that the alleged trip and subsequent stiches are related to v.a.c.® dressing. Device labeling, available in print and online, states: carrying case. Use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of door knobs and other household objects that could catch exposed tubing.

Event description:
On 16-oct-2019, the following information was reported to kci by the patient: the patient reported the v.a.c.® tubing got caught on his wheelchair while he was walking with his cane and allegedly tripped over the v.a.c.® tubing, hit the wall and required 22 stiches in his left leg. No additional information is available. The v.a.c.® dressing identifier was not provided and the product was not returned, therefore a device evaluation and device history review could not be performed.